Event description:
It was reported that a patient underwent a spinal stenosis procedure of the sacral lumbar spine on (B)(6) 2013 and an absorbable hemostat was used. The absorbable hemostat was not removed from the patient. On (B)(6) 2013, the patient underwent a re-operation. During the procedure, the surgeon noticed one of the screws placed in the patient's spine was out of position and that the absorbable hemostat was not absorbed by the patient.

Manufacturer narrative:
It was reported that the absorbable hemostat was placed at the edges of the lumbar laminectomy l3 , l4 , l5 and the angle it makes with the dural sac. It was used as a hemostatic agent to restrain epidural bleeding and bone. Individual sheets were placed. A second sheet was placed on the first only if light bleeding persisted. The absorbable hemostat was partially removed at the end of the surgery. The patient experienced cauda equina syndrome due to the remnants of the absorbable hemostat. The patient underwent a reoperation. During the reoperation, the surgeon found the operative bed was dry, no blood or csf. The dural sac was collapsed and black, stiff, rigid fibers were observed at the top edge of the laminectomy l3. The surgeon realized it was the absorbable hemostat after re-expansion of the dural sac and complete removal from the dural sac. Currently, the patient has improved markedly. The patient can walk with the support of a walking stick. There is a greater commitment to the pelvic girdle muscles and eversion of the left foot, with hypoesthesia in perineum and buttocks, predominantly to the left, without bowel control but able to feel full bladder and able to maintain erection. (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch egb3271, batch egb3271, batch egb2891, batch ekb5202, batch ekb5202, batch elb6291, batch elb6291, batch ekb5482, batch ekb5482, batch gab0432, batch elb6291.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.